Manufacturer narrative:
The electronic log file and the replaced motor were available for investigation. The reported event could be reproduced by means of the information stored in the log file. The case in question was started at 8:25am in volume mode. At 8:33am the device detected an unexpected position of the ventilator motor and reacted as specified for this condition as it interrupted automatic ventilation and generated a corresponding visible and audible ventilator fail alarm. The investigation of the replaced motor revealed that the detection of the motor position was disturbed by a mechanically damaged encoder wheel. The exact root cause for the damage could not be determined. There are 3 comparable cases known, but in all these cases it was found that the damage of the encoder wheels resulted from inappropriate packaging after replacing the parts.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the final report.

Event description:
It was reported that during a surgery, the anaesthetic machine displayed a "ventilator failure, only manual available." The patient was reportedly ventilated manually. There was no injury reported.